Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, no image. However, the cause of the no image condition could not be determined. Other defects the inspection noted were ¿ moisture was found inside the endoscope, the air valve unit is turned in wrong direction, however, the scope passed the leakage test. Also, the distal end cover is damaged, the adhesive of bending section cover is separating, insufficient angulation and angulation play. The device was last serviced via repair in june 2021. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer evis exera iii bronchovideoscope has a no image malfunction. The customer reported, the reported issue was found while preparation for use, patient was not yet in the room. There was no delay, and the scheduled procedure was completed with another scope. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused water invading the device while the user handling the device, leading to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the instructions for use in the section labeled "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.